Manufacturer narrative:
A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported during cortex removal of the left eye vitreous was noted in the anterior chamber and a vitrectomy was required. Surgeon reported that the catalyst treatment was performed without incident. Surgeon had already inserted a pcb00 28.0 diopter lens and it had to be removed a vitrectomy then was done and the lens was replaced by a non-johnson and johnson product. Per follow-up communication the surgeon reported that the patient is doing fine post-operatively. This report is for the catalyst system. A separate report is being submitted for the pcb00 lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.